Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 12.6mm vicm5 12.6, -11.00 diopter, implantable collamer lens for the patient's right eye (od), stuck in cartridge/injection system during injection. There was no patient contact. Reportedly, "the lens got caught in the cartridge and was damaged while loading the lens into the cartridge. A replacement lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).